Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 340 mg/dl. The customer reported getting no delivery alarms prior to the event. The customer stated that the alarm was displayed on the screen, but the insulin pump never gave any alerts or vibrations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.